Manufacturer narrative:
The insulin pump received with button error alarm due to corroded keypad traces. The insulin pump received with minor scratches on display window, cracked display window corners, cracked reservoir tube lip and cracked reservoir tube.

Event description:
Customer reported that the insulin pump had a button error when he woke up in the morning. The blood glucose reading was 68 mg/dl. Customer stated he treated his low blood glucose by eating. He could not recall any significant event leading to the button error alarm. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.